Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated that the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for a sudden increase of pacing impedance to a high/undefined level. A rv lead fracture was found. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.